Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent right total hip arthroplasty and subsequently underwent a revision procedure six years later due to pain, limb length discrepancy and a malpositioned stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00771100700, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset, lot: 61644770, part: 00801803203, femoral head 12/14 taper, lot: 60246934, part: 00875705001, shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners, lot: 61596313, part: 00875100932, liner neutral 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell, lot: 61698074, part: 00875700001, dome hole plug single pack, lot: 61784834, part: 00625006530, bone scr 6.5x30 self-tap, lot: 61755417, part: 00625006540, bone scr 6.5x40 self-tap, lot: 61786273. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03285, 0002648920-2019-00647, 0001822565-2019-03704, 0001822565-2019-03705. This event was previously reported under 0001822565-2019-03286.

Event description:
It was reported that a patient underwent right total hip arthroplasty and subsequently six year later the patient was revised due to unknown reason. All products were revised. Attempts have been made and no further information has been provided.